Event description:
The v60 was not operating on alternating current (ac) but was able to operate on battery. The device was not in patient use at the time of the reported event and there were no reports of patient or user harm. The biomedical engineer (biomed) reached out to the philips remote service engineer (rse) for support. The rse assisted by referencing the v60 service manual for no ac power. Additionally, it was noted no direct current (dc) 24v power came out of the power supply and no 115vac went into the power supply. The rse provided part number for replacement power supply. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: the remote service engineer (rse) determined that the unit did fail to meet specifications. During the device evaluation, the rse assisted customer by referencing the v60 service manual for no ac power. Additionally, it was noted no direct current (dc) 24v power out of the power supply and 115vac into the power supply and rse provided part # for replacement power supply. The power supply was replaced to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.